Manufacturer narrative:
Suspect medical device, device manufacture date: pump: (B)(4), mfg date 07/27/2016, exp date 04/13/2021.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis tubing length adjusted on (B)(6) 2018 due to the device would not inflate. Some of the tubing was explanted because the tubing from the pump to a cylinder was too long and was twisted.